Manufacturer narrative:
(B)(4). Voiding difficulty. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. The patient experienced difficulty with voluntary urination. The patient had another procedure to adjust the sling.